Event description:
It was reported that the trial patient was shocked multiple times by the external neurostimulator (ens) during the trial, although the ens did help the patient's pain. The patient was going to turn off the device and had an appointment to see the health care provider.